Event description:
During a stone manipulation procedure via abdominal stoma access, it was reported difficulty was encountered during advancement of this occlusion balloon over the guidewire and then again upon removal after the guidewire had been exchanged. Continual exertion resulted in the distal segment of the catheter breaking off. Approximately six inches of catheter shaft, including the balloon, remained in the patient's ureter. Successful extraction of the detached balloon segment followed. The patient remained asymptomatic throughout and their present condition is good. The device has been retained by the user facility. It was indicated difficulty during advancement as well as withdrawal of the device was encountered. Continual exertion against resistance resulted in breakage of the catheter shaft. Co believes patient anatomy, as well as user technique, were contributing factors to this event. However, without evaluating the device, co is unable to determine the exact cause for this event.